Event description:
In the middle of pt therapy there was a broken fiber (blood leak). The frequency of the event was reported as 23. The dializers were reported to have between 3 and 11 reuses. New disposables were used to continue the pt treatment without incident. These are single-use dialyzers that had been preprocessed and reprocessed. A renatron automated processing system was used, with a pressure gauge and pressure regulator on the reuse system water source. A manual processing system was also used - the following steps occurred (order unk): blood side rinse, dialysate side rinse, reverse uf step done and post reverse uf blood side flush/reinflation done.